Event description:
Healthcare professional reported "grade iii capsular contracture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "grade iii capsular contracture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b6, h6.